Event description:
Intubated patient required oxygen to transport from surgery to ICU. Hospital uses a portable o2 tank with direct connection for the ambu bag oxygen tubing. The o2 tubing could not be attached to the tapered hose barb. The tubing connector could not be pushed onto the tapered hose barb. Staff tried a second ambu bag and same problem. Staff then cut the connector off the ambu bag tubing and forced the tubing onto the tapered hose barb. The tubing leaked, but they did transport successfully with no apparent harm to patient. This is "not the first time" surgery and respiratory therapy staff have had this issue. The respiratory staff thought the problem was with our medical air vendor and attempted to get resolution through that company to no avail.======================manufacturer response for oxygen regulator, oxytote (per site reporter)======================oxytote manufacturer has been made aware and is beginning investigation as of (B)(4)11.